Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion was alarming as low as 4.2psi. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found excess adhesive on the dso seal, and a bubbled uso seal. Functional testing was unable to duplicate the issue. The root cause was unable to be established. Preventative maintenance was performed, and the device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.